Event description:
(B) (4).

Event description:
The device returned to the manufacturer after being explanted, due to the field advisory the device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Corrected patient code. Evaluation summary: (B) (4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. Further information received indicates the device was functioning at the time of explant. Therefore the conclusion has been updated to reflect this.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.